Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed

Event description:
It was reported that during a total laparoscopic hysterectomy procedure the jaws of the device broke. It is unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2018. Batch # p94a9f. The device was received with the electrode separated from the ceramic but still attached to the active rod. In addition the jaw was still attached to the device and not detached as reported. Upon visual inspection under magnification it was noted that the ceramic was damaged (cracked) but is still bonded to the lower jaw. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.